Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), sparks were seen from the electrode pads while delivering the set energy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The pads that were used during the event were not returned. Review of the log did see evidence of the reported problem but does not indicate a device malfunction. The log showed a shock event with check pads and poor pad contact entries. An indication of poor coupling was observed in the event log as a result of high impedance measured at the time of the energy delivery. The customer did indicate the patient was hairy which likely contributed to the reported event. Per the one-step complete CPR pads IFU, excessive hair can inhibit good coupling (contact), which can lead to the possibility of arcing and skin burns. Therefore, to reduce the chances of sparking, it is important to trim the patient's chest hair before electrode placement. Analysis of reports of this type has not identified an increase in trend.